Event description:
Procedure type: l. Ant resec w/end-end anast. Pt gender: unk. According to the reporter: during the procedure, a blue material fell from seal into the cavity, however, it was retrieved. A new instrument was used to complete the procedure. There was no tissue damage, no bleeding and no pt injury was reported. Pt status: ok. No further pt info available.

Manufacturer narrative:
Date initial report sent: 09/03/2008.